Manufacturer narrative:
(B)(4)

Event description:
It was reported that the clinical engineer (ce) was calling due to persistent purge failure alarms during a maintenance check. The clinical support specialist (css) confirmed that the ce had a trigger from the simulator; had the intra-aortic balloon (iab) connected. The ce confirmed all and said the alarm was occurring when he attempted start up in both operator and autopilot. The css told the ce that she would have a field service representative (fsr) contact him to further troubleshoot. Additional information received on 22jan2016 from the fsr stated the event occurred during insertion. The intra-aortic balloon pump (iabp) was exchanged for another iabp and therapy was delivered with a delay in therapy of 10 minutes. There was no patient death, injuries or complications. No harm to the patient was noted. Per field service report received on (B)(6) 2016: symptom - pump had purge failure alarms when first attempting to pump on patient. Findings: pneumatic control switch (pcs) assembly sent to and replaced by hospital biomed. The defective pcs is being returned. Software 2.24.

Manufacturer narrative:
(B)(4). Device evaluation: the pcs (pneumatic control switch) assembly was returned for evaluation. Visual inspection of the pcs assembly was performed and no abnormalities were noted. The pcs assembly in question was installed into a known good intra-aortic balloon pump (autocat2w) and functional testing was performed. The known good autocat2w with the pcs assembly in question installed failed the functional test. The pump alarmed "helium loss 2" approximately two hours after pumping was initiated. The pcs assembly was then removed from the pump. The pcs assembly in question was installed onto the mdt-50 leak tester and passed leak testing. Visual inspection of the pcs assembly internal hardware was performed and found what appeared to be dried blood and dried condensation inside the drain valve. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "purge failure alarm" is confirmed by the field service representative; however, the reported problem could not be replicated at the teleflex chelmsford facility during the functional test. The cause of the reported complaint is undetermined.

Event description:
It was reported that the clinical engineer (ce) was calling due to persistent purge failure alarms during a maintenance check. The clinical support specialist (css) confirmed that the ce had a trigger from the simulator; had the intra-aortic balloon (iab) connected. The ce confirmed all and said the alarm was occurring when he attempted start up in both operator and autopilot. The css told the ce that she would have a field service representative (fsr) contact him to further troubleshoot. Additional information received on (B)(4) 2016 from the fsr stated the event occurred during insertion. The intra-aortic balloon pump (iabp) was exchanged for another iabp and therapy was delivered with a delay in therapy of 10 minutes. There was no patient death, injuries or complications. No harm to the patient was noted. Per field service report received on (B)(4) 2016: symptom - pump had purge failure alarms when first attempting to pump on patient. Findings: pneumatic control switch (pcs) assembly sent to and replaced by hospital biomed. The defective pcs is being returned. Software 2.24.